Event description:
It was reported that a dissection occurred. The patient was diagnosed with dvd in the left anterior descending artery (lad) and right coronary artery(rca) and was referred for vessel plasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.50mm x 15mm, de novo lesion with a greater than or equal to 90 degree bend was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). Following predilation, a 3.50 x 16 synergy stent was advanced to the target lesion and deployed. It was noted that difficulty operating the device occurred. Following deployment and while under fluoroscopy, a distal edge dissection was noted. A 3.50 x 12mm synergy stent was deployed to cover the dissection and complete the procedure. It was noted that post dilation was performed. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.